Event description:
Boston scientific received information that the patient implanted with this product exhibited an infection with sepsis. A revision procedure was scheduled to remove the system. Attempts were made to obtain additional information however was unsuccessful. Evidence suggests the system remains implanted and in service. No additional adverse patient effects were reported.

Event description:
Boston scientific received information from a returned patient verification form in (B)(6) 2014 that this patient died in (B)(6) 2013 as a result of a staph infection. The reported source of the infection was alleged to be the pacemaker site.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.